Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Through the transmissions, the pacemaker was found to be in backup mode. The pacemaker was explanted and replaced.the patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and was in backup mode. Device image analysis found the backup event occurred, consistent with inadequate communication between the device and merlin@home during remote monitoring attempts. Corrective actions have been taken to address the issue. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings: visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.